Event description:
Customer called to report that the unicel dxi 800 access immunoassay system produced process monitoring errors and that only three numerical results for epo (erythropoietin) were generated. Customer stated that the epo reagent pack was being shared with another instrument. Customer stated that the results obtained were 2.09 milli international units per milliliter (miu/ml), 23.34 miu/ml, and 8.09 miu/ml. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer stated that no results were reported out of the laboratory. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. The customer technical specialist (cts) assisted customer with troubleshooting the issue. The cts informed customer that punctured reagent packs cannot be shared across instruments, and advised customer to repeat all testing from that pack. Customer reported that the repeat results of the three samples as 2.28 miu/ml, 25.01 miu/ml, and 9.73miu/ml. Customer declined to provide the requested data regarding this event. On site service was neither requested nor required as the issue was resolved with routine troubleshooting guidance provided by the cts.

Manufacturer narrative:
The cause of the issue was due to customer's use of a shared reagent pack. When a reagent pack is loaded incorrectly, or in this case, shared with another instrument, the system cannot detect if a pack has been loaded into the wrong slot, or whether it has been loaded at all. Therefore, the issue was a result of user error. The issue was evaluated by the cts with the information provided by customer. The issue was resolved with the troubleshooting guidance provided by the cts, when customer replaced the shared reagent pack with an unused reagent pack. Customer has not called back to report any further issues relating to this event. (B)(4).